Event description:
Patient notified pmd that the area around the insertion site became irritated and possibly infected following three days of device wear. Patient telephoned the prescribing physician to notify her of the discomfort. Based on the information provided by the patient via telephone, the physician prescribed antibiotics and suggested that the patient go to the emergency room if the irritation did no subdue. Patient claims to have inspected the cannula following removal of the device and observed a bend in the cannula. Further medical intervention was not necessary and the patient claims the infected area has healed. The patient has not suffered any permanent effects. Suspect device was not available for return to conduct analysis.